Event description:
The pt was filling a portable h850 on a liberator 37 when the unit started venting. The pt received a burn to the thumb when taking the portable unit off of the liberator. The unit is currently being evaluated and a follow-up report will be submitted when the investigation is complete.